Event description:
It was reported that during preventive maintenance, the anspach drill heated up and jammed instantly when the footswitch was depressed in drill test mode. No other complications were reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the problem. Functional evaluation was performed. The reported problem was not confirmed. The drill functioned correctly without any problems. No issues were found. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode(s) "overheating" identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. No containment or corrective actions are recommended at this time.